Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 14-jul-2025. As such, sections d 9. Device available for evaluation, d 9. Date device returned to manufacturer, and d 9. Is device returned to manufacturer were updated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and char/clot was found to be attached on the proximal side of the electrode. Pulmonary vein isolation (pvi) was performed in the order of left pulmonary vein (lpv) and right pulmonary vein (rpv), at 50w on the anterior wall, and 90w on the posterior wall, using the qdot micro catheter. After completion of pvi, when the ablation catheter was removed from the patient¿s body, char was found to be attached on the proximal side of the electrode (tip electrode). The char was wiped with saline solution, the procedure was continued as it was, and ablation was conducted on several points of the premature atrial contraction originating from the left atrium (la pac.) The patient was anticoagulated, and the activated clotting time (act) was 300 sec. Heparinized normal saline was used. The patient had no symptoms. The procedure was successfully completed, and the patient left the room. There was no extended hospitalization required. No adverse patient consequence was reported. The physician did not consider the char/clot as excessive. However, the physician mentioned a potential risk of cerebral infarction. Device investigation details: visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis of the physical device reveled that no char, thrombus, or clot residues were observed. The loss of char, thrombus or clot residues is related to the manipulation of the device during the procedure, since customer reported that char was wiped with saline solution to continue the procedure. Furthermore, a microscopic examination was performed, and the irrigation holes were clean. A temperature and impedance test were performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31510302l and no internal action related to the complaint was found during the review. The char issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If the temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and char/clot was found to be attached on the proximal side of the electrode. Pulmonary vein isolation (pvi) was performed in the order of left pulmonary vein (lpv) and right pulmonary vein (rpv), at 50w on the anterior wall, and 90w on the posterior wall, using the qdot micro catheter. After completion of pvi, when the ablation catheter was removed from the patient¿s body, char was found to be attached on the proximal side of the electrode (tip electrode). The char was wiped with saline solution, the procedure was continued as it was, and ablation was conducted on several points of the premature atrial contraction originating from the left atrium (la pac.) The patient was anticoagulated, and the activated clotting time (act) was 300 sec. Heparinized normal saline was used. The patient had no symptoms. The procedure was successfully completed, and the patient left the room. There was no extended hospitalization required. No adverse patient consequence was reported. The physician did not consider the char/clot as excessive. However, the physician mentioned a potential risk of cerebral infarction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).